Manufacturer narrative:
(B)(4). The customer reported that an error message was displayed when charging the defibrillator capacitor to 100j and the system log contained an error code 00008. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an error message was displayed when charging the defibrillator capacitor to 100j and the system log contained an error code 00008. There was no report of patient involvement or adverse patient impact.